Event description:
After the instrument was fired, and opened, the anvil did not tilt. After unsuccessful trans-anal retrieval of the instrument it wa decided that, in order not to endanger the anastomosis, the anvil should be disconnected and pushed upwards into the descending colon via a pediatric endoscope. The anvil was retrieved through a colotomy. Both rings were complete. After the closure of the colotomy with a running stitch, a leak proof-test was carried out via air insufflation. The anastomosis seemed to be fine. A diverting colostomy with the transverse colon was performed. Several betadine rinsings were carried out geforehand. The patient did fine during the intervention and was sent into the intensive care unit.